Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation and provide a corrrection. Updates to sections g6, h2, h3 and h6. Correction to section d9.

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6), +21.5d) was explanted from the right eye due to dissatisfaction with vision, an intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2024. Reference report # 3012712027-2024-00108 for the report on the left eye (os).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).